Event description:
Pt was transferred to a tertiary facility for possible neurosurgery following a significant change in status after a cerebral angiogram performed with the cook angiographic catheter.